Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the peeling was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "preparation and inspection of the endoscope" 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating on the image guide pipe was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1. Address, establishment name: (B)(6) hospital. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the oes bronchofiberscope had peeling off/stickiness of the insertion part coating and separation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image guide pipe was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.